Event description:
It was reported that there is a rotation problem with the 9900 system. It was also noted that they can't save images and the footswitch is not working. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The rotation and image failure issues could not be duplicated. However, the footswitch issue was confirmed and the footswitch was replaced. The system was tested and found to be working as intended and placed back into service.